Event description:
Pdc received a call on (B)(4) 2014 reporting a medical intervention that occurred on (B)(6) 2014 at 4:00 pm. Patient's wife ((B)(6)) called in stating that patient ((B)(6)) became unconscious due to his blood glucose level being too low. ((B)(6)) stated that patient became incoherent to the point of unconsciousness. The reading on the prodigy meter at the time of the event was 68 mg/dl. An additional test was performed at 4:13 pm on (B)(6) 2014 with a result of 68 mg/dl. Paramedics were called immediately. Paramedics performed a blood test with a result of 39 mg/dl. Approximately 5 minutes passed between testing with the prodigy meter and the paramedic's meter. Paramedics treated patient with a level life (quick acting glucose gel) 2.5 grams and orange juice. Patient was not transported to emergency room. Pdc sent replacement and prepaid envelope requesting return of suspect device.